Event description:
A patient was undergoing an a&a left knee with orif of patella. The a&a knee was performed first and then, a screw was placed in the patella. During x-ray by c-arm to check placement of the screw, smoke was noticed and the knee was lifted to reveal a burn about 5 cm in length behind the knee. No one heard the bovie pencil activation sound. The electrocautery unit needs will be assessed by a third party for proper function and operation to rule out malfunction as a possible cause of this incident. Surgical intervention: debridement of skin. Patient was discharged home.

Manufacturer narrative:
The suspect device and the concomitant generator was shipped by the user facility to a third part evaluator/investigator. A request has been submitted to the third party evaluator/investigator to provide conmed electrosurgery a final evaluation report. The instructions for use for this single use electrosurgical handpiece states: safety tip: use lowest possible setting on the associated electrosurgical unit capable of achieving desired surgical affect. Activation time should be as short as possible. Never allow the cables connected to these devices to be in contact with skin of the patient or operator during electrosurgical activations. Do not permit the cables connected to these devices to be parallel and in close proximity to the leads of the other electrical devices. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Inspect and test each device before use.